Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. The following allegations have been investigated: deep vein thrombosis (dvt), vomiting, pain, gastro intestine problems, depression, anxiety, post traumatic stress disorder (ptsd), bipolar, therapy, medication. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported migration, vomiting, pain, gastro intestine problems, depression, anxiety, post traumatic stress disorder (ptsd), bipolar, therapy, and medication are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to trauma. Patient is alleging migration, vena cava perforation, organ perforation, deep vein thrombosis. Patient further alleges vomiting, stomach pain, gastro intestine problems, major depression, anxiety disorder, post traumatic stress syndrome (ptsd), bipolar, therapy, medication. Report from computerized tomography (CT): "there is an inferior vena cava filter present, below the level of the renal vasculature. There is a limb which appears to project through the fourth portion of the duodenum in curvilinear fashion on images numbers 48 through 51, anteriorly and medially, such that the distal tip is near the midline three other limbs appear to project through the wall of the inferior vena cava filter. Retrieval report (successful): "further workup revealed that this is actually the ivc filter with the strut protruding into the duodenum causing ulceration." "Therefore continuing with the snare on tension, we were able to actually switch out to an 8-french sheath. We were able to sheath the filter very easily. The strut came out of the duodenum very easily and it just conformed and collapsed without any issue."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation and migration. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2009 and, after experiencing abdominal pain and nausea, the patient underwent an esophagogastroduodenoscopy, approximately 8 years and 3 months later, which revealed a foreign body was perforating the second and third portion of the patient's duodenum. The patient was subsequently admitted to the emergency room and underwent a computed tomography (CT) scan that confirmed the foreign body in the duodenum was the filter which had migrated significantly since its implantation. The CT san further indicated that in addition to the duodenal perforation originally identified in the esophagogastroduodenoscopy, the filter was also perforating into the patient's psoas muscle and abdominal aorta. Hospital and medical records have been requested, but not yet provided.